Event description:
Slc55b dlu was used for proximal transection. Staples did not form completely nor was the transection complete. Unformed staple line was removed and distal staple line had to be cut away. Hand swen anastomosis was used to complete case.